Event description:
It was reported that the cartridge was damaged at the fill rod. The customers blood glucose level was approximately above 400 mg/dl with ketones. Customer loaded a new cartridge to address the issue.